Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an insulin flow block alarm event on (B)(6) 2025. The blockage occurred at the tubing. No further information available.